Event description:
It was reported the analyzer would not power up when connected to the programmer. The analyzer was later returned with a report stating a nurse in the ep (electrophysiology) lab said there were no electrograms (egms) when hooked up to the lead during implant, even though the analyzer software was up. A new adaptor and troubleshooting attempts were unsuccessful in resolving the issue. The analyzer was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, the device passed all functional and systems testing. It was noted that the patient input connector was damaged.